Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was damaged, resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from approximately 144-145 mg/dl.